Manufacturer narrative:
Patient weight not available for reporting. Date patient pain began is not known. This report is for an unknown radial stem/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported only as 2014 or 2015. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent a procedure to implant the radial head prosthesis on unknown date in 2014 or 2015. Patient also reported another surgical procedure involving pinning of the forearm on an unknown date for an unknown purpose. Patient stated an adjustment procedure of the previously implanted radial head prosthesis was performed on an unknown date due to the radial head movement causing the forearm to push on his wrist. Patient further reports the need for ice and heat treatments due to increased pain over the last several weeks. Patient has not yet been seen by a physician/surgeon regarding the pain, no procedure/revision is scheduled. Patient¿s recent pain is addressed in (B)(4). This report addresses the adjustment procedure. This is report 2 of 2 for (B)(4).